Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to pull and push. A field service engineer (fse) replaced the half-height (hh) drawer 3.1/3.2 and verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer hard to open and close. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.